Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026 the patient was at home when the patient became unconscious. According to the patient, her husband was unable to bring her back around and contacted emergency services. The reason for the loss of consciousness was unknown, and it was unknown what the cgm device was displaying at that time. When the paramedics arrived, they were unable to revive her at home, and the patient was transported by ambulance. During this hospitalization, the patient noted that her dexcom g7 cgm was not functioning and was showing ¿no data¿. The cgm sensor was removed, and when fingersticks were taken instead. The patient stated that during the hospitalization the blood glucose readings were around 400 to 450 mg/dl. The patient repeatedly informed hospital staff that she could not tolerate having her blood sugar remain that high and stated she was plain miserable. The patient reported that she was given very small amounts of insulin (route unknown), which the patient believed were not enough to bring her blood sugar down. The patient was eventually discharged after 1 week, and the blood glucose reading was about 450 mg/dl. After returning home, the patient became symptomatic again, which eventually led her to be hospitalized again. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/28/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).